Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one onyx frontier coronary drug eluting stent to treat in-stent stent, in a moderately tortuous, moderately calcified lesion in the distal right coronary artery (rca). The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used. It was reported that the device failed to cross the lesion. There was a kink seen when visualizing the stent which made it difficult to move in the lesion. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. The patient is alive with no injury.

Manufacturer narrative:
Additional information: an attempt was made to use one onyx frontier coronary drug eluting stent to treat distal stenosis. The lesion was through the first implanted stent. A 2.75 x 18 mm onyx frontier stent was directly implanted with good final angiographic result. There were no issues noted with this stent. A distal lesion was then observed and it was decided to attempt to place a second stent in the distal lesion using an onyx frontier 2.25 x 12 mm stent. There were difficulties in navigating the device through the first stent even before reaching the treated lesion. Several unsuccessful attempts were made at placing the stent. The stent was removed it was noted to be bent/defective with the difficulty to pass the lesion treated intrastent. Therefore, a non-medtronic 2.25 mm x 12 mm stent was used instead and was implanted directly without difficulty, achieving a good final angiographic result. There was no damage to the 2.75 x 18 mm onyx frontier that was initially implanted in the patient as a result of this event. Initial reporter phone number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.